Event description:
The customer's daughter called for assistance changing the customer's infusion set. During the phone call, the customer's blood glucose was checked and the reading was 508 mg/dl. The customer's daughter was advised to take the customer to the hospital for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.